Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per dop 114 830. The sensors failed for high readings. A bent cannula was found. The customers said that there was a bent cannula, but we were unable to be confirm because the sensor was returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a sensor glucose reading of 69 mg/dl while his blood glucose was 149 mg/dl. Troubleshooting was performed for recurring discrepancies of this nature. The history of sensor readings was reviewed and many instances of erratic readings and fluctuations were found. The customer was advised to remove the sensor. Upon removal, the sensor cannula was found to be kinked. Nothing further was reported.